Manufacturer narrative:
The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leakage of liquid in the body.

Event description:
Patient representative reported left side "severe pain in breasts, recall, and leakage of liquid in the body" and via MRI and ultrasound "cysts." Device remains implanted